Event description:
Pinhole in balloon was observed that prevented the completion of testing this ich stability unit. The components on this device represent components used on commercially released product. The internal lot # is 0112050277.

Manufacturer narrative:
Inspection of the product confirmed a pinhole. The sample exhibited a balloon leak at approximately 0.7245 inches from the distal tip. The balloon distal leak occurred at 16 atms during the pressure-rating test. The leak site external surface exhibited no evidence of mechanical surface abrasions intersecting the tear edge. The tear edge appeared uplifted at one end and the tear edge cross-sectional surface exhibited a light deformation. The balloon leak inner surface exhibited no evidence of mechanical surface damage that could have initiated the leak. Due to the uplifted tear end and the light tear edge deformation, it is suspected that the leak site was initiated by external damage. It is possible that the stent may have pinched or pierced the balloon material, but is no conclusive evidence.